Event description:
It was reported that a 14f foley kit was opened up and the saline 10 ml syringe only had 2 ml in it. Per additional information received on 04oct2019, the syringe had a cap in place and there was no indication of liquid in the tray or on any other tray components. The tray was not used. A second new tray was obtained and used for the patient with no issues.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), water-filled 10cc syringe. Visual inspection of the sample noted the cap was missing from the sample and there was only trace liquid remaining in the syringe. This is out of specification per inspection procedure, which states, "water fill volume: 9.6 + 0.4/-0.6cc" and "syringe tip must have a cap attached." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tip cover came off during shipping or in processing.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a 14f foley kit was opened up and the saline 10 ml syringe only had 2 ml in it. Per additional information received on 04oct2019, the syringe had a cap in place and there was no indication of liquid in the tray or on any other tray components. The tray was not used. A second new tray was obtained and used for the patient with no issues.